Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had vt episodes, but the device's morphology discriminator stated svt, and the patient did not receive therapy. The patient felt shortness of breath, and was admitted to the emergency room. No emergency intervention was used, the patient was given medicine. Programming changes were recommended.